Manufacturer narrative:
Corrected field: h6 (medical device problem code corrected from a1004 to a1005. The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: the xenon lightsource was received in used condition with no functional or visual defects. Evaluation of the lightsource could not confirm the complaint reported by the customer. The unit was checked with integra's optical cable, and it appeared to be in appropriate working order. No error was discovered. Root cause analysis: the reported complaint could not be confirmed. It is possible that the customer's optic cable was faulty.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) burned the optical fiber. The cable went out of service; there was a shortage. The cable was replaced with a spare cable but the new cable did the same thing. This event occurred during surgery; however, no patient injury occurred. It is unknown if the event led to surgical delay.